Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that the lead was stretched. It was also noted that the inner insulation was kinked/buckled. Visual analysis revelaed that the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant attempt, the helix was blocked. There was no threshold and high impedance due to poor contact with the lead. The physician attempted to reposition the lead several times in the apex without success. The lead was not used and a new lead was implanted in the septal area. No patient complications have been reported as a result of this event.